Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Head of the brush came apart in mouth; brush head broke [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via e-mail on 20-nov-2016 that he/she was recently using his/her oral-b rechargeable toothbrush, version unknown when the head of the oral-b dualaction or dual clean brushhead came apart in his/her mouth. The consumer noted that he/she had since replaced the brush head. No symptoms developed. On 14-dec-2016 received follow-up e-mail: the consumer reported that he/she did not save the toothbrush head that broke, and it had been discarded. No symptoms developed.